Event description:
Site experienced discrepant results on different pts for amikacin, lidocaine, primidone, and tobramycin assays. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.